Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that a few hours after the implant procedure, the patient experienced pain. A pericardial effusion was noted when echocardiography was performed; the lead perforated the right ventricle. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.